Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary interventional procedure. Reportedly, when using the perclose proglide, the short thread which is normally clear blue was not colored (the one which is intended to secure the knot). The sutures of the same proglide device were used to achieve hemostasis. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported information of stating the short thread which is normally clear blue was not colored was confirmed as the suture was returned without shrink tubing present on the non-rail suture end. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue due to shrink tubing not present on the suture to identify the non-rail suture end. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.